Event description:
Brush head is loose - oral-b [device connection issue] case narrative: male consumer via e-mail reported that the oral-b toothbrush head was loose on the oral-b toothbrush. No injury was reported. On (B)(6) 2024 via image: the concomitant product was oral-b rechargeable toothbrush handle 3772. The concomitant product lot number was db22740319. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.